Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5 the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat test due to the critical pump error (open book image) alarm. The trace and history files were successfully downloaded using thump. Aa review of the pump history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log and the pump detailed trace file reveal on (B)(6) 2024 at 10:57 there were three (3) consecutive critical error handling pump error 63 alarms that triggered the critical pump error (open book image) alarm. Two (2) pump error 63 (line number 19208 file number 49) alarms and a pump error 63 (line number 700 file number 2006) alarm due to a hal_result_fail condition with the lcd hardware. The pump was cut open for visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, and pillowing keypad overlay. Critical pump error (open book image) alarm and pump error 63 alarms are confirmed, fault isolated to the electronics. Unable to verify sg/bg and high bg anomalies due to the critical pump error (open book image) alarm. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced when 65 g of glucose was added before the patient's meals and calculated, it was determined that a bolus was not necessary. Two hours after the customer's diet had passed, the auto-correction and auto-basic could not be reduced, and the customer¿s is currently at 270 mg/dl. No troubleshooting was identified. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.